Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 345 mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Additionally, it was reported that there were air bubbles underneath the touchscreen. Reportedly, customer removed the screen protector and the bubbles were underneath the screen. Customer reported that the bubbles did not prevent accessing the pump options. Reportedly, customer had an alternate pump for insulin therapy.